Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision partial knee replacement: mechanical problem left knee.

Event description:
Revision partial knee replacement: mechanical problem left knee.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon pkr femur #4 lm/rl; cat# 5610-f-401; lot# ifya. Triathlon pkr baseplate #3 lm/rl; cat# 5620-b-301; lot# juxua. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.